Manufacturer narrative:
(B)(4). The analysis results of the device (a and b) found that it was received with the reset button in armed position thus, no testing could be performed to evaluate the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported by the affiliate that during an unknown procedure, the protection system did not work; it did not disarm when penetrating into the cavity. Unknown how case was completed. There were no adverse consequences for the patient. Two devices will be returned. Affiliate reference number: (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.